Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they reinstalled the software for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, imaging system was not communicating with the navigation system. Initial troubleshooting performed included testing another navigation system, swapping out ethernet cables and confirming the physical connection between the systems. These did not resolve the reported issue, but indicated that the imaging system was the issue. The surgeon then elected to switch to a c-arm for imaging and the surgery was completed. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. Though medtronic imaging was aborted, there was no impact on patient outcome.